Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic manification revealed a tear across the optic. In addition, one of the haptics was torn along the hinge. The damage is consistent with damage caused from lens injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector, where the lens was loaded improperly.

Event description:
The physician reports that the crystalens haptics tore when advancing the lens from the staar surgical lens injector system. The damaged iol was removed, and a second crystalens placement was attempted, however, the haptics tore on this lens as well. The damaged lens was replaced successfully with a third crystalens. No need for enlargement of incision or placement of sutures. Reference MDR#2031924-2007-00128.